Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) and middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician made multiple passes using the ace68 with a neuron max 6f 088 long sheath (neuron max). The physician then removed the ace68 from the patient and, upon removal, noticed that the radio-opaque marker on the tip of the ace68 had dislodged within the vessel. The physician was able to remove the radio-opaque marker from the patient using a snare device and a stent retriever. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the ace68 marker band was present on the distal tip of the device. The ace68 was slightly damaged approximately 125.0 and 129.5-130.5 cm from the hub. With the exception of these slight damage, the ace68 was within specification. Conclusions: evaluation of the returned ace68 revealed that the marker band was present on its distal tip. The returned marker band wall thickness and length was measured and found to match the specification of a neuron max marker band. However, the neuron max identified in the complaint was not returned to penumbra for evaluation. It is likely this marker band is from the neuron max used in the procedure. However, the complaint neuron max was not returned for evaluation; therefore, we were unable to confirm a marker band missing from that device. Further evaluation revealed minor damage to the tip of the returned ace68. This damage was likely incidental to the reported failure and the root cause could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. A marker band was present on the distal tip of the ace 68 device which matches the specification of another device which was not returned for evaluation.